Event description:
On (B)(6) 2012, the patient's mother contacted animas alleging that the I:c ratio setting on the pump was changing on it's own. The reporter stated the alleged issue began a month prior. The patient's mother stated the I:c ratio was changing from 1:15 to 1:20 causing the patient not to bolus as much. The reporter stated as a result of the issue, the patient has had intermittent elevated blood glucose (bg) excursion in the 300's mg/dl range. The reporter denied that the patient developed any signs/symptoms suggestive of hyperglycemia other than a headache with the occasional high bgs. At the time of the call, the patient's mother stated when they became aware of the I:c being incorrect the patient would not bolus for the amount calculated by the pump. At the time of the call, the patient's mother reported the patient was at school and the pump unavailable for review. Customer support made several attempts to follow-up with the reporter; however, were unsuccessful in their attempts. The patient's reported bg readings and symptoms do not meet animas' criteria of a serious injury. However, this complaint is being reported because the alleged meter issue remained unresolved at the time of the call.

Manufacturer narrative:
(B)(4): unable to duplicate the complaint during the investigation process.the keypad was tested and all keys are responsive to user input.pump powers on with vibratory and audible sounds. Pump was exercised for 24 hours on a 1 unit per hour basal rate with the I:c ratio set to 1:15; no changes in the I:c ratio or the basal rate occurred during the 24 hour duration period. Successfully performed a normal 10 unit bolus and a 10 unit audio bolus. Both were accurately recorded in the pump history.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.